Manufacturer narrative:
Other text: the returned device was investigated. The device was able to provide visual alerts but not audible notifications. The speaker sound was not audible due to a defective component on the system board.

Event description:
The customer reported there was "no sound when testing with the masimo tester." There was no patient impact or consequence reported.